Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the electronic starclose instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional left superficial femoral artery angiogram procedure. Reportedly, after all deployment steps were performed, the clip did not release from the shaft. The wings were stuck on the vessel and the device was stuck in the patient. All safety release mechanisms were used yet the device remained stuck. Minimal cutting of the vessel was used to release the device and suturing was used to repair the vessel. Manual arterial compression was used to achieve hemostasis. There was a clinically significant delay reported as the procedure was extended an additional hour due to the issue with the device. No additional information was provided.